Event description:
From an x-ray after the surgery, a broken part of the product was probably left in the patient¿s body.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Product discarded, will not be returned

Manufacturer narrative:
(B)(4). Examination of the reported keel punch was not possible as it was not returned. A search of the complaints databases has identified a trend of this issue. Previous investigation has found misuse, heavy usage over time as contributing factors. CAPA (B)(4) was initiated to investigate, identify root cause, and define corrective action. A voluntary medical device correction notice was released to the field on november 20, 2013 which included information regarding guidance for the instrument¿s use and care, as well as potential clinical implications if the tabs were to fracture. Continue to monitor for trending. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
This complaint is still under investigation.